Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture while the physician was using electrocautery during a laser lead extraction procedure for the right ventricular (rv) lead. In addition, it was reported the patient experienced asystole as a result of the reported observations. The device was programmed to use the device feature electrocautery mode, which deactivates tachyarrhythmia therapy and switches the pacing to an asynchronous mode. While the device was programmed in electrocautery mode, the physician was relying on the non-boston scientific left ventricular (lv) lead to provide therapy to the patient. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture resulting in asystole while in electrocautery protection mode.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture while the physician was using electrocautery during a laser lead extraction procedure for the right ventricular (rv) lead. In addition, it was reported the patient experienced asystole as a result of the reported observations. The device was programmed to use the device feature electrocautery mode, which deactivates tachyarrhythmia therapy and switches the pacing to an asynchronous mode. While the device was programmed in electrocautery mode, the physician was relying on the non-boston scientific left ventricular (lv) lead to provide therapy to the patient. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.